Manufacturer narrative:
Complaint no: (B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced discolored or cloudy effluent coincident with peritoneal dialysis therapy. The cloudy effluent was reported during the initial drain cycle of automated peritoneal dialysis therapy. The patient was hospitalized on the same day as the event. The cause of cloudy effluent was unknown. Treatment was not reported. The outcome of the cloudy effluent event was not reported. No additional information is available.